Event description:
It was reported there were unk error codes. The generator faulted with a red fault message that required multiple reboots. There was no pt impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) /2012. Evaluation: the pulsar generator was received in fair condition. The unit delivered rf energy correctly into the fixed resistors. The return of unit for "unk error message with a red screen appears to refer to a f6 fault that occurred 90 minutes after the unit was powered up on next to last day of use, it was cleared by rebooting. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use. End of report.